Manufacturer narrative:
This is the second revision surgery underwent by the patient. The patient had a primary on (B)(6) 2015, then came in for the first revision on (B)(6) 2016 due to cup movement over time. On 09 september 2016 the medical affairs director performed a clinical evaluation and commented as follows: second revision surgery due to infection intervened few weeks after revision surgery was carried out. No reason to think, to date, that faulty devices caused the problem. Batch reviews performed on 23 september 2016. (B)(4).

Event description:
The patient had a revision due to infection. The infection has been confirmed. The pathogen is staph. Epi. The surgeon washed out the hip and revised the head, sleeve and liner. The surgery was completed successfully. X-rays are available.